Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 26 months post implant, the vad coordinator reported that the pt began having pulsatility index (pi) events as well as hypertension with a lactate dehydrogenase (ldh) noted as being 252. The vad coordinator also reported that the outflow graft bend relief of the pt's pump was slightly "malaligned." The hospital staff plans to monitor the pt as well as the positioning of their outflow graft bend relief.

Manufacturer narrative:
The pump remains in use supporting the pt and the report of a malaligned outflow bend relief could not be confirmed during the investigation. There were no reported issues from the hospital regarding the connection of the outflow graft bend relief at implant. No x-rays were provided to the manufacturer. The manufacturer is unable to conclusively determine when the outflow graft bend relief became malaligned; however, the pt remains ongoing with no additional complaints reported at this time. No reported action was taken by the hospital to correct the positioning of the outflow graft bend relief. Reports of disconnection of the bend relief from the sealed outflow graft have been addressed through the manufacturer's corrective/preventative action system, updated device labeling, an urgent medical device corrective notice (2916596-2/24/12-001-c) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly's resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a PMA supplement and has been implemented. A review of the device history records revealed the device met all applicable specifications upon product release.